Event description:
It was reported that this right ventricular (rv) lead exhibited noise with arm movement. A lead fracture is suspected. Some impedance changes were observed but no big changes were shown. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).